Event description:
It was reported that the lead exhibited high thresholds. The patient experienced pocket and phrenic nerve stimulation. The physician decided to reposition the lead and during the procedure, the lead exhibited an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.